Manufacturer narrative:
The sample was collected in edta vacutainer tube and sampled within 24 hours of collection. The instrument is within qc specification with respect to controls (accuracy) and reproducibility (precision). Controls were run before the event and the results were within assay limits. A bci field service engineer (fse) replaced the differential tubing to the flow cell and verified calibration and instrument operation. Raw data analysis revealed that the specimen did not have strong enough feature to set a blast flag. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) stating that the coulter lh 750 did not flag for blasts on patient specimen. The manual differential and bone marrow biopsy was performed and 18% blast cells were observed. The customer reported the manual differential results. The erroneous results were not reported out of the lab. No death or injury has been reported and patient treatment was not affected by this event.